Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The product was evaluated at hss, hospital for special surgery: the anterior region of the superior surface of the inferior endplate displays several distinct marks consistent with surgical tool marks. The superior surface also shows a severe region of burnishing consistent with impingement against the superior endplate. The anterior surface if the inferior endplate shows two distinct burnishing marks consistent with surgical tool marks likely from impaction during insertion. The inferior surface of the inferior endplate shows minimal adherent bone. Product development reviewed the hss report: the hss review of the explanted device condition does not point to a clear root cause for the pars fracture in this case. From the condition of the poly inlay, it is possible that the poly may have also migrated/expulsed from the disc space. It remains unclear whether the pars fracture or the potential poly migration occurred first in this case. This is in accordance with the pd evaluation, as posterior element fractures and poly migrations are often linked in the complaint history and the literature. The root cause remains indeterminate.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Review of the dhrs for pdl-l-ip00s and the raw material indicate there were no manufacturing discrepancies relevant to this complaint. Very limited information is present that can be used to determine the root cause of the l5 pars fracture and reoperation in this case. Potential trauma may have occurred from the patients struggles with the horse as described in the complaint description that could have led to the onset of the fracture. Based on complaint history to date, fractures of the posterior column with prodisc-l have been associated with cases also involving polyethylene - pe - inlay expulsion or dislocation. While pe inlay expulsion has not been reported to have occurred in this case at the time the pars fracture was identified, the complaint shares root causes and possible patient harms to the risk analysis line item 1.4 corresponding to inlay expulsion/dislocation. Trauma, with or without posterior column fracture, is listed as a possible cause for inlay expulsion/dislocation. Shared root causes for inlay expulsion and posterior element fracture include: surgical technique, patient selection, non-compliant patient activity, and trauma. Listed possible harms to the patient are: could cause pain and/or patient injury - i.e. Neurological deficit - and require reoperation. The severity of 4 associated with the possible reoperation is appropriate based on this case as the surgeon performed a reoperation to convert the patient to fusion as a result of the posterior element fracture. The current occurrence rate of 3 on the risk analysis is also appropriate, as known cases of posterior column fracture are included with those tracked for pe inlay expulsion/dislocation. Applicable current controls are contraindications including pars defect and spondylolisthesis greater than grade 1, along with labeling warning against engagement in extreme activities - i.e. Heavy weight lifting - that may overload the spine and result in failure of the prosthesis. Note that synthes requires all surgeons complete comprehensive surgeon training with expert faculty prior to using the product. Placeholder.

Event description:
Pars fracture occurred at l5.

Event description:
Male patient was implanted on an unknown date with prodisc-l. It was discovered on an unknown date the patient had a pars fracture: patient was holding a horses head and the horse tried to get away. Surgeon removed the pdl (B)(6) 2012 with patient being revised to synfix. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device was returned to hss on an unknown date. Device was not returned to manufacturer however it was returned to hss. A device history records review and product development event evaluation has been requested. The investigation is ongoing.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Explanted: should be (B)(6) 2012.

Manufacturer narrative:
This device used for treatment and not diagnosis. Device returned to hss.